Event description:
An attempt was made to adminster a shock to a person dianosed in coarse ventricular fibrillation. The device reportedly displayed a "connect cable" warning message and use of the device was inhibited. Another ambulance svc arrived and connected their manual defibrillator to the same disposable electrodes attached to the pt. The second defibrillator allegedly displayed the same 'connect cable' warning message and use of the defibrillator was inhibited (reference second report). CPR therapy was administered and the pt was transported to the hosp. The pt was not resuscitated. Medtronic clinical staff evaluated the event info provided by the customer and concluded the device did not likely cause or contribute to the pt's outcome. This opinion was based on info which indicates the pt was not in a shockable arrhythmia.